Event description:
Monitor said it does a continuous check and I've had to change the last 3 sensors, even though they don't show when I did the "sensor confirmation ". The serial numbers for these sensors are: (B)(6). I am using my iphone to check the readings, then a finger prick to verify. Pt code: 4580. Device codes: 3005, 2978. Reference reports: mw5180088, mw5180089.